Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, according to the facts found out from the investigation, phenomenon was reproduced during inspection at the repair department. Olympus, therefore, surmised that the switch could not be pressed because the power switch was stuck. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source power button is stuck during preparation for use. There were no reports of patient harm.